Event description:
The tip of the sheath is not flushed with the dilator, making the catheter impossible to advance the body, and increasing the chances of vessel damage. It was the sheath manufacturing issue. The sheath and the dilator were not fitted well together as they were supposed to. The sheath was removed and a new sheath was used. No further issues with the new sheath. No injury to the patient.